Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced high blood glucose and ketoacidosis that led to customer being hospitalized. Reportedly, the customer was asked to change the infusion set but declined to do so. Customer arrived at the hospital on (B)(6) 2022 and left the hospital on (B)(6). The customer was treated with an insulin pen; however, additional details pertaining to treatment were not provided. Despite multiple attempts, no further information was provided.

Manufacturer narrative:
H6: removed 2993. Added 2423.